Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not detect current input.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit does not detect current input. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue because when checking the equipment, the fse detect that the system is in rescue mode and the console is not fully inserted until the bottom of the cart, so the equipment cannot be loaded. The fse correctly inserted the console in the car and the service is advised to let the batteries charge for at least 24 hours and it was ok. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.